Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, cracked end cap and a cracked case near the display window corners were noted during the visual inspection. The insulin pump alarmed for a motor error during the rewind due to a corroded motor home switch. The functional testing could not be completed due to this anomaly. Moisture damage was noted on the liquid crystal display circuit board and the mother board.

Event description:
It was reported that the paramedic was called due to the customer having a critical low blood glucose level. The customer also stated that they had passed out. Customer's blood glucose level at the time 49 mg/dl. Customer was treated with a glucagon shot delivered by his wife before the paramedics arrived. The customer also stated that their insulin pump is showing that there is 80 units missing, but their insulin pump is showing that only 28 units of bolus had been delivered. Troubleshooting occured. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).